Event description:
The reporter states that she obtained a 600 mg/dl on accu-chek compact system 1 and a blood glucose result of 216 mg/dl on accu-chek compact system 2. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek compact system 2. Reference medwatch with a1 patient for suspect device accu-chek compact system 1.